Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, the run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump downloaded properly to the carelink software noted and the data were recorded properly. The insulin pump was monitored in four days and had no basal rates erased anomaly noted. The insulin pump had no blank display noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that data was missing from carelink report. It was reported that carelink had 3 dates of missing basal and was showing 3 days of insulin pump being shut off. Customer's blood glucose was unknown. Insulin pump would be replaced.